Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the heattmate 3 lvas cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2019 and heartmate 3 lvas was operating as intended. No alarms or clinical symptoms were reported in association with the event. The heartmate 3 lvas was not explanted and no autopsy was performed. No further information was able to be provided by the account. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section b2 (date of death), d4, h4, h6 (method code), and h8: correction. Manufacturer's investigation conclusion (additional information). A direct correlation between the patient¿s expiration and the heattmate 3 lvas cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2019 and heartmate 3 lvas was operating as intended. No alarms or clinical symptoms were reported in association with the event. The heartmate 3 lvas was not explanted and no autopsy was performed. No further information was able to be provided by the account. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device will not be returned for evaluation.